Event description:
It was reported that during the procedure, the unicore guide wire crossed the lesion located in the pd and another guide wire was used in the av. An attempt was made to dilate the two lesions using two balloon catheters at the same time. The dilation was successful, but the unicore guide wire became stuck together with the balloon catheter. When trying to remove the unicore guide wire, torque was applied and the guide wire separated. The separated portion of the guide wire was removed from the pd using a snare device.